Event description:
Patient had generator replacement and repositioning surgery performed. Patient's generator was noted to have migrated down to the lower left breast out of pocket. Pocket incision was opened and retractor was used to retrieve the generator. Surgeon had some difficulty due to scar tissue. Surgeon then retrieved the lead from the migrated position. The new generator was placed in the original location, attached to the lead and interrogated. Generator was sutured to acellular dermal matrix in the pocket. The patient was closed. No additional relevant information has been received.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event. H3. Device evaluated by MFR?, code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient¿s generator had dropped down in their chest from where it was originally implanted. The device was interrogated and is working fine. Patient was referred for surgery. Since battery life is decreasing, it was noted that the generator will likely be replaced. It is unknown whether the referral for surgery was related to the generator migration for patient comfort or to preclude serious injury. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.